Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. On (B) (6) 2009, the pt/layperson complained that his one touch ultralink meter prompted apply sample after blood allegedly was drawn into the test strip the morning of (B) (6) 2009. A few hours later the pt had a migraine headache. The pt reportedly took his usual unk amount of humalog from his insulin pump. The cca was unable to resolve the issue and replaced the meter and test strips. Because the pt's symptoms is not a criteria for serious injury and because the pt required no medical intervention, there is no indication the product contributed to injury. Since the alleged apply sample issue was not resolved, the complaint is reported.